Event description:
Procedure: wedge resection. According to the reporter: the instrument did not complete the firing, was locked in a closed position and could not be opened for removal. The instrument was resected with the use of another device. Operating room time delay was reported as 40 minutes.

Manufacturer narrative:
(B) (4).